Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced bladder disorder ("something wrong with my bladder"), malaise ("sick") and headache ("headaches") and was found to have weight increased ("I've gained a hundred pounds"). The patient was treated with surgery (hysterectomy.). Essure was removed. At the time of the report, the medical device removal, bladder disorder, headache and weight increased outcome was unknown and the malaise had not resolved. The reporter considered bladder disorder, headache, malaise, medical device removal and weight increased to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.